Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels over 300 mg/dl for the past two days. The patient tried to correct the elevated levels with his infusion device, but was unsuccessful. After changing the device's accessories, he was still unsuccessful using it to lower his blood glucose levels. The patient has lost confidence in the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.